Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 flow and pressure were as expected. Tower settings. Pressure 12mmhg, co2 flow: 5 lpm. They switched to the harvesting cannula and hemopro 2 they moved to the distal insufflation. No changes were made to the stryker insufflation device. Tunnel was poor, pressure was 0 and the actual flow was 4 lpm. All connections were checked, no issues. They still had a tunnel but it wasn't good. While they were cutting and cauterizing , they could see smoke coming from right around the btt. Couldn't tell if it was from the incision or around the grey grommet. They stated the grey grommet was tight and it looked ok. They did not blow up the balloon on the btt and did not want to blow up the balloon on the btt. They were able to complete the era harvest without opening the arm.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure modes. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 to jan-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105 /213/67) the device was returned to the factory for evaluation on 01/14/2022. An investigation was conducted on 02/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire on the harvesting device was observed to be flexed at the center of the hot jaw but remained attached at the base and tip due to normal clinical use. The jaws of the harvesting device were observed to be intact, no visual defects were observed. The cannula and c-ring was observed to be intact, no visual defects were observed. Signs of clinical use and evidence of blood was observed on the btt. There were no visual defects observed on the btt. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. No excess smoke was observed during testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed five (05) repetitions using "max life test method. No excess smoke was observed during testing. No excess smoke was observed. Based on the condition of the device, the reported failures "improper flow or infusion" and "smoking" were not confirmed.

Event description:
N/a.